Event description:
Customer reported the system is down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane, cpu, and hard drive. System operates as intended.